Event description:
It was reported that the customer was vomiting and experienced elevated blood glucose levels (923 mg/dl), and was hospitalized on (B)(6) , 2015. Customer was treated through intravenous insulin, potassium, and fluids, and released from the hospital on (B)(6), 2015. Reportedly, prior to hospitalization the pump was beeping due to receiving multiple cartridge alarm 18. Customer stated he did not know what the beeping was, and did not respond to the pump to resum insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.